Manufacturer narrative:
The initial medical device report was submitted via an alternative summary report on 01 november 2016 under authorization number e19974033 for manufacturer abbott under registration number (B)(4). Analysis was normal. No anomalies were found.

Event description:
The initial medical device report was submitted via an alternative summary report on 01 november 2016 under authorization number e19974033 for manufacturer abbott under registration number (B)(4).